Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was duplicated and attributed to a system interconnect flex cable not properly seated. The flex cable was re-seated to resolve the malfunction. The device was recertified and returned to the customer. No product was returned to zoll medical united states. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "poor pad contact" message. Complainant indicated that there was no pt involvement in the reported malfunction.